Event description:
Clinic notes dated (B)(6) 2013 indicate that the patient is still having generalized seizures with loss of consciousness once every 3 weeks and brief partial complex seizures 1-2 times per day. It was noted that the battery is low and the patient will be referred for generator replacement surgery. Clinic notes dated (B)(6) 2013 noted that the patient has been having more seizure activity. It was reported that the patient underwent generator replacement surgery on (B)(6) 2013. The generator has not been returned for analysis to date.

Event description:
The generator was returned for analysis on (B)(4) 2013. Analysis of the generator was completed on (B)(4) 2013. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The physician reported that the increase in seizures was due to the "dead battery" and that the patient's seizures have returned to "normal". The physician indicated that no further information on the patient.